Event description:
It was reported that the patient presented remotely via merlin.net. A non-sustained right ventricular over-sensing (nsrvo) alert indicated that the implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing (pptwos). The patient was asymptomatic. No changes were made.